Manufacturer narrative:
Device manufacture dates: battery charger (B) (4). Battery pack (B) (4) - 02/2009. Battery pack (B) (4) - 06/2008. Device evaluation summary: device evaluations of battery charger (B) (4), battery pack (B) (4), and battery pack (B) (4) have been completed. The reported problem was confirmed. The cause of the fault flags was corroded battery contact terminals in the battery connector of the charger. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. The charger was repaired and restocked. Both battery packs were fully functional. They were retested and restocked. No adverse event resulted from the damaged charger. The patient received replacement battery packs and charger.

Event description:
A (B) (6) female patient contacted lifecor customer support to report that one of her battery packs is not powering up the system. She had downloaded and the download revealed several "battery pack fault" flags on this battery pack. Support sent the patient a replacement battery pack. The patient called back into support approximately 5 hours later and stated that the battery charger did not seem to be functioning correctly. Support sent the patient a replacement battery pack and battery charger.